Event description:
It was reported that the eminence on the lps tibial component fractured.

Manufacturer narrative:
The implant was not returned to the manufacturer as it was disposed of as a biohazard by the hospital. Photographic evidence was provided, but very little detail could be discerned. A review of the implant's device history record indicates that it was manufactured to specification with no anomalies noted.